Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 09/04/2024. On 09/13/2024, the patient kept getting a low reading on the cgm. The patient self-treated with coke which caused the patient's bg to go high. Later, the patient started feeling nauseous, weak, confused and was short of breath. The patient's husband brought the patient to the hospital. They tested the patient's ketones at it was 24. The patient was treated with insulin via IV drip and a chest x-ray was done (no results of the chest x-ray were provided). At the time of the report, the patient was still in ths hospital but her bg was in normal range. There was no information about how long the patient was in the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.